Event description:
Per the clinic, the patient developed with soft tissue infection and skin inflammation around the abutment site. On (B)(6) 2026; the patient was reviewed and reported that the skin inflammation has decreased. Subsequently, the patient underwent a procedure to tighten the abutment. The issue resolved with good stability.